Event description:
It was reported that the escape basket was difficult to deploy. During preparation for a ureteroscopy procedure, the physician encountered difficulty deploying the basket. It was difficult to open and close the basket. It was also noted that one of the basket wires was broken, but not detached. The procedure was completed with another of the same device with no patient complications.